Manufacturer narrative:
The device(s) has not been received by the manufacturer for evaluation. A lot history review (lhr) review is not possible; as no manufacturing lot number(s) has been provided. Per 21 cfr part 803.56 not enough information has been provided about each identified patient and/or device mentioned. Therefore, one emdr is being submitted for multiple reportable events, identified in the literature search.

Event description:
Per us national library of medicine national institutes of health study: "the us probe (site-right ultrasound system,..."(p. 167) "two patients underwent unsuccessful attempts at us-guided access secondary to poor acoustic window..." (P. 168). Reference: ultrasound-guided axillary venous access for pediatric and adult congenital lead implantation. Clark b., md janson c., md, nappo l, pass r., md.